Manufacturer narrative:
A product investigation was completed: the returned device shows visual signs of wear and tear at the tip. The device in question was found without wear and tear signs. Only the tip of the crown part shows that the teeth are bent and worn out. The manufacturing review has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided. Also we could not reproduce the complained malfunction. The sliding mechanism was tested by the complaint handling unit and was found functional as intended. Based on this result we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing location: (B)(4) - manufacturing date: october 22, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a surgeon encountered a problem with a sliding mechanism during a surgical procedure on (B)(6) 2015. The issue was the uncontrollable loss of force by the sliding mechanism while reducing the fracture. A surgical prolongation was noted, but exact length of time is unknown. This report is 1 of 1 for (B)(4).